Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h6- medical device problem code should be 1291 - high impedance rather than 2947 - battery problem: high impedance.

Event description:
It was reported that the patient experienced ineffective therapy and patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.